Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize battery pack) was confirmed. As received, the charger/modem was unable to recognize a battery pack. Upon evaluation, the y1 crystal oscillator was open on the bedside board. The cause of the inability to recognize the battery packs is the open component. The root cause of the open component cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to recognize a battery pack.